Event description:
It was reported that during a laparoscopic appendectomy procedure, when they attempted to fire the device the cartridge fell out into the patient. It was retrieved. A new reload was placed in the device and an attempt to fire the device the second time resulted in the cartridge falling out once again. A new device was used to complete the procedure. There was no adverse patient impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.